Manufacturer narrative:
Analysis found a gui failure. Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being outside of a procedure. It was reported that during an in-service with a demo model, rep was attempting to remove the green line in the software by toggling hash-marks visibility on/of, cross hair movement, and cross-hair visibility when the instrument cad model in trajectory view I (only) disappeared, but the green line remained. The trajectory 2 view the cad model and green line was visible. There was no patients present during this event.